Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 due to faulty force sensor. No excessive no delivery alarm noted. Motor was tested outside device and passed. Unit had minor scratches on the display window, cracked reservoir tube, reservoir tube window, reservoir tube lip, belt clip slot, battery tube threads and stained end cap sticker.

Event description:
It was reported that customer received excessive no delivery alarms. It was reported that customer believes that no delivery are caused by infusion sets from the same box. It was also reported that customer received 2 units of insulin of the 9 units programmed. Customer's blood glucose was 5.8 mmol/l. During troubleshooting, it was found that cannula was not bent and alarm history did not show no delivery alarms. It was advised that six infusion sets would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.